Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch #225c20. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 225c20, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2023. Additional information was requested, and the following was obtained: the additional information states ¿the patient has undergone 3 anastomoses, two with the chd29b which presented leaks¿. Did the patient have to return to the operating room due to the leaks? Or, were the leaks addressed and fixed within the original procedure? The surgeon used a medtronic product to complete the procedure by performing a third anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. Additional information was requested, and the following was obtained: 1. Could you please clarify the statement you made regarding ¿he is carefully monitored¿? 2. Is the patient hospital stay typical for this procedure? 3. Or was the patient's hospital stay extended? Answer : the patient stayed 1 additional day for this procedure. The patient is out now and is doing well. The surgeon has to use another device from a competitor to perform a third anastomosis and to complete the procedure.

Event description:
It was reported during an anastomosis when checking the airtightness, the anastomoses showed air leaks. The surgeon used a new device from a competitor (eea from medtronic) to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Were there any issues with staple formation (malformed staples, staple line missing staples, etc.)? If yes, please explain. Listening to the surgeon it would seem that the line of staples was not complete 2. Could you please clarify if there were any patient consequences? The patient has undergone 3 anastomoses, two with the chd29b which presented leaks, the surgeon now hopes that the patient will not have a fistula, he is carefully monitored. 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? I do not have the answer to this question, I assume that the patient remained hospitalized longer for increased monitoring to ensure that he did not have a fistula. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify the statement you made regarding ¿he is carefully monitored¿? 2. Is the patient hospital stay typical for this procedure? 3. Or was the patient's hospital stay extended? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.